Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump charging supplies sparked and caught on fire. Reportedly, the pump was charging during the event. A new charging cable was sent to the customer.